Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. Caller stated that the sensor is reading below 40 mg/dl when blood glucose was 110 mg/dl. Current reading of sensor glucose was 99 mg/dl and blood glucose was 241 mg/dl. Blood glucose value from reported event was 241 mg/dl and sensor glucose value from reported event was 99 mg/dl. Troubleshooting steps were guided for sensor verses blood glucose. Sensor glucose and blood glucose difference is not within acceptable range. Possible calibration factor was 21.67. Calibration factor is not within range for optimal calibration. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event was 40 mg/dl. Suspend on low limit in sensor settings was 60 mg/dl. The sensor will not be returned for analysis.